Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a gynecologic procedure, there was trocar leakage. It occurred also difficulties in ventilating the patient who was slightly swollen. The procedure was finished before two hours of procedure then no conversion was made. The emphysema was completely cured and the patient is well. Unknown how case was completed. There were no adverse consequences for the patient. One device will be discarded.